Event description:
It was reported that during a ptca exchange procedure, the trapper device broke. No pt injuries or complications occurred.

Manufacturer narrative:
H.6 returned product analysis revealed a fracture of the hypotube distal to the stop ring. A severe kink was noted at the fracture site. The cause of the hypotube damage or when it occurred could not be determined.